Event description:
Surgeon went to use da vinci monopolar curved scissors but met with error message "activation error". Surgical team reapplied grounding pad, new monopolar cord, and still got the same error message. Surgical team then tried a new monopolar curved scissors, and the error message went away. Based off the robot, the malfunctioning monopolar curved still had one life remaining after this use.